Event description:
Landmark midline catheter placed without incident. At end of saline flush-bacteriostatic ns, pt. C/o "dizziness", "fullness in head", - level of consciousness changed. Pt. Became non-responsive, catheter removed after 1st. C/o dizziness. 911 medic called. Pt. Transfered to ER. 0.3 ml of 1% lidocaine utilized for local intradermal anesthesia prior to venipuncture. 10 ml bateriostatic normal saline lot.# 26-484-dk exp. 3/99 0/3 ml lidocaine 1%. Lot# 126029.